Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 04/01/25. H10: corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/11/2025. D4: batch#: unk. B3: only event year ad month known: november 2025. Per user facility medwatch: mw#: (B)(4). A manufacturing record evaluation was performed for the finished#: ech60l, with lot/batch#: c9dr6j, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler was being used with a "blue" load and after being used on the patient, it was brought back to the back table to be reloaded when the used load became stuck and staff was unable to open jaws to reload stapler. There was no patient consequence nor surgical delay reported. No additional information provided.